Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -14.0/+2.0/x095; device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4, -14.0/+2.0/x095 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to inadequate vaulting. The lens was exchanged for a longer length lens. This resolved the problem.